Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the reported event. The philips remote service engineer (rse) examined the system remotely and confirmed that the geometry movement was not possible for both the frontal and lateral arms. Upon troubleshooting, the rse inspected the system and found that the side arm was evaluated electrically but did not operate the first time. The front side was also found in the evacuation position, but rotation stopped at the point where the sid was at its maximum. When manually operated, the rse confirmed that both sides were electrically functional. The fse visited onsite and upon functional testing the fse found that the panel shift of the front arm could not be raised to the normal position, resulting in the suspension of evacuation. To resolve the reported issue, the fse cleaned and adjusted the range of motion of the panel. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry movement was not possible for both the frontal and lateral arms. There was no reported patient or user harm. Philips has started an investigation of this complaint.